Event description:
Customer reports of receiving a lost sensor alarm. Customer's blood glucose was 420 mg/dl, which was treated with insulin pump. After troubleshooting, minilink led blinked on and off with test plug. Customer was able to change sensor and found that sensor was not bent. No further information provided.

Manufacturer narrative:
Reliability analysis: inspected 1 opened/used sensor and performed bicarbonate buffer test per dop114-830. Sensor failed for low reading.